Manufacturer narrative:
A ge service rep performed an eval over the telephone. The hospital biomedical staff discovered/replaced the lemo connector on the interconnect cable and the temperature sensor. All connections were reseated. The error no longer occurred and the system was returned to service.

Event description:
It was reported that the sys 9800 displayed temperature sensor errors and was non operational. There was no adverse pt involvement reported. There was no pt info reported.